Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Reported manufacturer number: 2017865-2020-23121. It was reported that the patient presented a system explant procedure. Upon review, the right ventricular lead exhibited oversensing noise that was binned as a high ventricular rate and led to pacing inhibition, which caused patient dizziness. The right atrial lead exhibited noise oversensing that led to inappropriate automatic mode switch and the pacemaker was nearing elective replacement indicator (eri). The physician explanted and replaced the dual chamber pacing system. The patient was in stable condition.

Manufacturer narrative:
Final analysis found that the inner insulation was abraded at 25.3 cm to 25.6 cm from the connector pin. There was shorting between the inner and outer coil conduction paths. The reported event of lead noise was confirmed and attributed to exposure of the inner coil in the breached/abraded inner insulation zone.